Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: item# 45-2008, lot# unknown, traumaone system 2.0x8mm cross-drive screw. Item# 45-2014, lot# unknown, traumaone system 2.0x14mm cross-drive screw. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00087, 0001032347-2022-00088.

Event description:
It was reported that the device fractured during a procedure and the shaft remains embedded in the bone and can not be removed. There was a five minute delay. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned screw. The screw shows attempted signs of use including marking on the screw head. The screw shaft has fractured where shaft meets the screw head. A dimensional analysis cannot be conducted due to the damage to the screw head. The complaint is confirmed. A determination cannot be made as to what caused the screw to fracture. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, d9, g3, g6, h2, h3, h6 and h10.

Event description:
No further event information is available at the time of this report.